Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("migration of essure device; coil migrated near uterus and one coil migrated from tube and pressed again [sic]/coil migrated from tube and pressed against colon/coil migrated near uterus/uterus perforation/the right coil perforated through the fallopian"), intestinal perforation ("perforation/bowel perforation") and fallopian tube perforation ("the left essure coil perforated through her fallopian tube and the right coil perforated through the fallopian tube") in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular with excessive bleeding and pelvic pain. Previously administered products included for an unreported indication: iuc. Past adverse reactions to the above products included device issue with iuc. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2013, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), fungal infection ("yeast infections"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (to remove the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine perforation, intestinal perforation, dysmenorrhoea, abdominal pain, back pain, migraine, vaginal haemorrhage, allergy to metals, menorrhagia, dyspareunia and headache had not resolved and the fallopian tube perforation, fungal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, headache, intestinal perforation, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2013, hysterosalpingogram revealed left essure coil perforated through her fallopian tube and the right coil perforated through the fallopian tube and uterus. Concerning the injuries reported in this case, the following one was described: irregular bleeding and pelvic pain was confirmed in patient¿s medical records. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), dyspareunia, headaches, migration of essure device; coil migrated near uterus and one coil migrated from tube and pressed again [sic]/coil migrated from tube and pressed against colon/coil migrated near uterus/uterus perforation/the right coil perforated through the fallopian tube, perforation/bowel perforation and the left essure coil perforated through her fallopian tube and the right coil perforated through the fallopian tube. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fungal infection ("yeast infections"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (to remove the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fungal infection, dysmenorrhoea, abdominal pain, back pain, migraine, vaginal haemorrhage, allergy to metals and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, fungal infection, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.